Event description:
The customer stated, false negative architect anti-hbc results were generated using the architect analyzer. Six pts generated a result of zero, but tested reactive when repeated. No additional pt info is available. The reactive architect anti-hbc results were reported outside of the lab for the six pts. No impact to pt management was reported. This report is for pt 2 out of a total of 6 pts.

Manufacturer narrative:
The account changed the trigger and pretrigger solutions and requested service for the architect analyzer. Service replaced a broken trigger level sensor on the architect analyzer. This is an initial report. An investigation is in process. A final report will be submitted, when the investigation is complete.